Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-06-04, information was received from a consumer regarding a (B)(6), female patient who was receiving dilaudid 20mg/ml at 4.679 mg/day and bupivacaine 35mg/ml at 2.674 mg/day via an implantable pump for non-malignant pain and failed back syndrome. On an unknown date, the patient had volume discrepancies. In early (B)(6) 2016, 14-16.9ml of medication was withdrawn. On an unknown date, reported as ¿for 2 weeks¿, the patient had been ill. She had no appetite, lost 20 pounds, and had ¿shuddering chills¿ and hot flashes. No vomiting or diarrhea occurred. Everything smelled terrible to her, including her body excretions, most foods and the air outside. The patient had been on cipro 750mg and then 5 days of levaquin after what she believed was a urinary tract infection (uti). The patient had no loss of pain control, however. A recent dye study determined that the drugs were not going into the patient¿s spine and the physician was not sure where they were going. The physician believed there was a blockage or kink in the catheter. After the dye study, the patient felt swelling in the pump pocket and around their left side towards the back. The pump pocket was sore and red. The patient didn¿t feel well all weekend. She had never had any issues with dye in the past. The physician thought perhaps the drugs were going into the patient¿s stomach. The patient¿s labs and urine culture were okay. The patient was scheduled for a catheter revision on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.